Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient is having difficulty with movement, more than normal. Caller described the return of symptoms as "extreme frozeness". Caller mentioned the patient's dyskinesia is almost non-existent today. Caller mentioned that he thinks that means he isn't getting enough stimulation. Caller stated the stimulation and medication can sometimes cause too much dyskinesia and its a trade off between movement vs. Shaky-ness. Caller said the patient programmer shows stimulation on, battery is "ok" and a 2.7. Caller stated the healthcare provider was fine with the patient going as high as 3.0v. During the call, they assisted the caller to increase stimulation to 2.8. No further complications were reported or anticipated.